Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the deformation of the jaws caused the device to stick during surgery. Total of twenty-three devices were returned to the manufacture with report of sticking. All med watch submissions related to this report are: 9610612-2017-00046, 9610612-2017-00094, 9610612-2017-00095, 9610612-2017-00096, 9610612-2017-00097, 9610612-2017-00098, 9610612-2017-00099, 9610612-2017-00100, 9610612-2017-00101, 9610612-2017-00102, 9610612-2017-00103, 9610612-2017-00104, 9610612-2017-00105, 9610612-2017-00106, 9610612-2017-00107, 9610612-2017-00108, 9610612-2017-00110, 9610612-2017-00111, 9610612-2017-00112, 9610612-2017-00113, 9610612-2017-00114, 9610612-2017-00115.

Manufacturer narrative:
Investigation: the investigation was carried out by ats, the hardness test by mti. Surface: ok. Shape: blade deformed. Position: ok. Function: ok. Decomposability: ok. Screw seat: ok. Cut function: bad cut due to damaged blade. Hardness: 46,8 hrc (42+8 hrc). Conclusion: wear and tear. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Corrective action according to sop (B)(4) a CAPA is not necessary.